Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptures diagnosed via magnetic resonance imaging (MRI) ." This is for the right side device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d1, d2a, d2b, d4, d6b, g1, g2, g4, h.6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "ruptures diagnosed via magnetic resonance imaging (MRI) ." This is for the right side device. The device remains implanted.